Event description:
It was reported that the left ventricular lead had a gradual rise in threshold over time and is now high. The output was increased and the lead remains in use. The patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead 2011 (B)(6); 5076 implantable pacing lead 2011 (B)(6). (B)(4).